Manufacturer narrative:
Evaluation results: visual inspection of the returned needle confirmed that the tip of the needle was broken off and the broken portion was not returned. The involved suture passer was not returned for evaluation. The cause of the needles breakage was unable to be determined at this time. This needle is composed of shaft and blade made of (B)(4) super elastic nitinol and a tab made of lustran abs-348. Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. This is a newly released product ((B)(4)-2010) and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result.

Event description:
The customer reported that during a rotator cup repair procedure on (B)(6) 2011, the tip of the needle broke inside the surgical site and had been left in the patient's rotator cuff. The surgeon elected to leave the tip in the patient, as it would cause more harm to the surrounding tissues in trying to remove it. This was confirmed via post-operative x-ray. The patient was discharged as planned from the day of surgery with no injury or any adverse effect reported.

Manufacturer narrative:
Despite multiple attempts to obtain the involved product for evaluation, conmed linvatec has not received this device as of this filing. A follow up report will be filed upon receipt of the device and completion of the evaluation. Product has not been returned for eval.